Event description:
It was reported that pump declared alarm 20 during pumping. There was no adverse impact to the customer¿s blood glucose level. Technical support guided caller through loading new cartridge using proper technique, and caller successfully loaded cartridge and resumed insulin therapy, with original cartridge lot number unavailable.